Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both broken and the top case front lower left corner cracked. The device history report showed there was a pump motor drive off post error in history and acu power strobe failure. The device was tested using the occlusion flow test and by using biomed>diagnostics>motor drive test to check motor operation. The customer reported problem could not be duplicated. The root cause was unable to determine. All motor wires were all intact no physical damage. Battery was working as intended and one year old. Acu power strobe verified. The tech replaced main board due to the acu power strobe failure and for preventive. Perform pm and all functional tests. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147 no product information has been provided to date.

Event description:
It was reported that the device had a system failure pump motor phase b failure. No patient injury reported.